Event description:
It was reported that the tip of the inner shaver blade broke off inside the outer cannula. All parts were removed and the pt was unharmed.

Manufacturer narrative:
Final device investigation of the shaver revealed the tip of the shaver was broken off. The broken piece of the shaver was not returned for analysis.